Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that dxtend glenosphere std d38mm was incorrectly implanted into a csm baseplate during an arthroplasty procedure. The event involved the selection of the wrong glenosphere, which is not recommended for use with the metaglene in question, creating a risk of disengagement and potential implant failure. The procedure was not successfully completed, and the patient faced a potential risk of revision surgery due to the improper implant selection. The implant was left in situ.